Event description:
It was reported that the implantable neurostimulator (ins) was turning off unexpectedly. Adaptive stim was enabled. The most recent occurrence of this was (B)(6) 2015. The manufacturer¿s representative (rep) and patient¿s son stated it was possible that the patient was accidentally pressing the ¿therapy off¿ button when he completed recharging. The rep. Stated the off activations seemed to coincide with the end of recharging sessions. The rep. Was going to send a data file to be analyzed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n331453, implanted: 2012-(B)(6), product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID; 3776-45, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: 2012-(B)(6) product type: lead. (B)(4).